Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope image no longer worked during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event image no longer works was caused due to damage on switch 1, switch cannot be pressed down smoothly. Moreover, the most probable cause of the malfunction was component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.